Event description:
Per the clinic, the patient was administered steroid injections (date not reported) to treat overgrowth of keloid scar tissue around the implant site. The implanted device remains.

Manufacturer narrative:
(B)(4): implanted device remains.